Event description:
It was reported to medtronic that two sentrant sheaths failed sterility testing performed by a third party test lab in (B)(6) and that bacteria and fungi organisms were identified in the course of that third party testing. The testing protocol and the specific results of the test(s) were not released to medtronic. These sheaths are commercially released devices that were not used in a patient. It was communicated to medtronic that the sheaths were discarded by the third party test lab following testing. Medtronic has confirmed that the samples tested for sterility at (B)(6) lab were sterilized by medtronic and were verified to meet the established criteria. It was also confirmed that all the quarterly dose audits since commercialization have passed, indicating the original sterilization validation is still valid. Since there is no radiation-resistant fungus, fungus could not have survived the sterilization dose. The positive result for fungus reported with respect to the third party lab testing may indicate that contamination occurred at the testing facility. It is also unknown if the test lab in (B)(6) was qualified to perform sterility testing. No additional information is available at this time.

Event description:
It was reported that subsequent retesting of the same lot of devices by the china test lab has shown the devices are sterile. Two devices from the same lot of those that failed sterility in the china test lab were returned for visual inspection. The devices where shipped without a protective shipping box, resulting in damage to the outer shelf cartons. Overall, there was no gross damage observed on the pouches. A few of the device pouches had creases/abrasions at the fold, which is not remarkable; however pinholes at the fold could not be determined by visual inspection only. Therefore the visual inspection was inconclusive.

Manufacturer narrative:
(B)(4).